Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm in 2004. Aneurysm and vessel morphology were not reported. The pt had a history of type ii endoleaks, which had been treated previously. It was reported that the pt expired due to a ruptured abdominal aortic aneurysm and that no intervention was performed. No further details have been provided.

Manufacturer narrative:
Evaluation: results: ruptured vessel/aneurysm, death. Type ii endoleaks. Other, info about the aneurysm rupture and death not provided. Conclusion: type ii endoleaks. Other, info about the aneurysm rupture and death not provided.